Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent electrical testing did not identify any product abnormalities; however, an x-ray of the lead found a deformation of the cathode coil near the terminal pin. This deformation likely occurred during the implant procedure and could have blocked passage of a stylet and resulted in difficulty extending the helix. No lead issues were noted that would have resulted in suboptimal sensing and threshold measurements.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that after being positioned, the helix on this right atrial (ra) lead appeared to be slightly extended. It was retracted, positioned and then fully extended after 20 turns of the fixation tool. However, this positioning yielded suboptimal sensing and threshold measurements. As a result, the ra lead was repositioned, but the helix would not extend. Therefore,the ra lead was removed and replaced. No adverse patient effects were reported.